Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel. The out of range measurements caused a mode switch from bipolar to unipolar and subsequent noise episodes were observed. The physician reprogrammed the lead to bipolar sensing. The pacemaker and the rv lead remain in service. No adverse patient effects were reported.